Event description:
It was reported an atb35 was used during a video assisted thoracic surgery. It was reported by the affiliate that when the surgeon tried to open the jaw to staple, the jaw would not open. A new instrument was used to complete the case. There was no consequence to the pt.